Event description:
The customer stated she was hospitalized for low blood glucose levels towards the end of august. No exact date was given. No troubleshooting was done because the insulin pump had been stored away. Found that the customer does not prime or rewind the insulin pump while connected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.